Manufacturer narrative:
Mnav rep evaluated system at the site and the reported issue could not be duplicated. Accuracy check was completed and the system shows no anomalies. It was reported the frame moved from the original placement thus causing the inaccuracies. No impact on pt outcome reported.

Event description:
A medtronic rep reported that the site felt inaccurate on the left side of a pt during a spine procedure with the s7 system. There was no impact on pt outcome.